Event description:
This product was returned without initial allegation.

Event description:
The reporter stated that the surgeon inserted an aq2010v 3 piece silicone lens. Due to the pt having weal zonules the lens was removed during the same procedure. No pt injury and no additional surgery was required. Surgery was completed with another lens.